Event description:
Physician was unable to access pt's lifeport. Pt was referred to a surgeon for followup. A radiology test with dye was performed which indicated leakage at the hub. Pt was taken to surgery and the device was removed. The catheter was noted to be severed near the hub.